Event description:
It was reported to boston scientific corp that a uromax ultra balloon dilatation catheter was used during a dilatation of urinary tract procedure. According to the complainant, the balloon burst after the implantation of the device. No pieces of the balloon detached inside the pt. No pt complications were reported and the procedure was successfully completed with another uromax ultra balloon dilatation catheter. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).